Event description:
A malfunction signal was reported, indicating a momentary motor skip, typically caused by a high force impact like dropping the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through resetting the pump, with instructions to reach out again if the issue recurred, and the customer confirmed understanding and continued using the pump without further issues.